Event description:
The customer reported the device locked up during opcheck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device locked up during opcheck. There was no reported patient involvement. A philips field service engineer evaluated the device and replaced the processor pca. The device passed all performance assurance tests was put back into service. As of (B)(4) 2013 there have been no further calls for this device with this issue.